Event description:
Further follow-up revealed that the patient's infection resolved and a new vns system was implanted.

Event description:
Reporter indicated that vns underwent ncp system replacement surgery due to lead fracture. The patient had not experienced any recent injury or trauma that they may have damaged the ncp system.